Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer over-corrected the causing a blood glucose of 57 mg/dl which was addressed customer consuming a glucose tablet. Details regarding how the over-correction occurred could not be obtained.